Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
The patient alleging that her one touch basic enhanced meter would not power on. The patient had been unable to test for approximately 2 to 3 weeks. The patient tested on another meter, however, the result was not specified. She visited her physician's office and no treatment was received. The patient did not have any symptoms of high or low blood glucose levels during the time of concern. The customer care representative verified that the battery was correctly installed, the battery contacts were in good condition, and the battery was replaced less than 1 year ago. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.